Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. The supplies were changed; however, the occlusion alarms persisted. The customer reported a blood glucose (bg) level of 487 (mg/dl). During troubleshooting with tandem technical support, the customer completed a site change and resumed insulin. A bolus was then delivered without an occlusion alarm occurring and addressed bg levels.